Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to infection 2 years post-operative. Patient ID: (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.